Event description:
It was reported that the customer was updating time, personal profile, or biq/ciq settings, including sleep schedules. Blood glucose level was reported to be 10 mg/dl. The customer consumed carbohydrates to address the low blood glucose level and required no assistance from a third party or experienced any loss of consciousness or injury. Technical support assisted the caller with updating the correction factor and carb ratio settings, advising the caller to consult their healthcare provider whenever settings are updated, which the caller understood and acknowledged.